Manufacturer narrative:
(B)(4). Batch # t5de4l. Investigation summary: the analysis results showed that one ecr60d cartridge reload (b) was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The event described could not be confirmed as the cartridge was received fully fired.

Event description:
It was reported that during an endoscopic wedge resection of lung lobes, after firing the device, some staples formed with a b-shape and some were malformed with irregular shapes. The surgeon also noted that some staples were not deployed on the tissue. The same issue occurred with a second reload. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.